Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead could not be fixed in the heart during the implant procedure because helix could not be extended. Lead was not used and the procedure was completed using another lead. Patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.